Event description:
Reporter stated that home care patient undergoing total parenteral nutrition therapy experienced one incident in which tubing at joint separated after 4 hours of therapy. It was revealed that patient's family member reported blood loss, but it was confirmed that there was no medical intervention required. It was confirmed there was no adverse patient injury as a result of this incident.